Manufacturer narrative:
(B)(4). Brand name: femoral head sterile product, do not resterilize, 12/14 taper. UDI #: (B)(4). Concomitant medical products: item# 010000662, g7 pps ltd acet shell 50d, lot# 6387245. Item# 00811400200, femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length, lot# 63996096. Item# 010000926, g7 hi-wall e1 liner 32mm d, lot# 6351769. Report source: foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent hip revision 1 month post initial implantation due to dislocation. Attempts to obtain additional information were made; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of xrays. Xray review identified a left hip arthroplasty with anterior dislocation of the femoral head with respect to the acetabular shell. No contributing factors were identified. Overall fit of the implants was deemed appropriate with normal bone quality. No signs of loosening, radiolucencies, or wear were identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.